Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unfortunately, a valid lot number and physical sample could not be obtained for the purpose of aiding in our investigation. As a result, bd engineers were unable to identify a root cause or trending data regarding this event.

Event description:
It was reported that a needle clog occurred with a unspecified bd catheter. The following information was provided by the initial reporter, "it was found needle clogged during puncture".